Event description:
The customer reported that alinity c processing module generated error codes and discrepant patient results that was questioned by the patient¿s physician. The customer provided the following data: the alinity c processing module generated alarm code 3062 residual liquid detected in cuvette. Patient 1: on (B)(6) 2025, sample ID (B)(6) initial creatinine result was 9.04mg/dl and repeat result on another sample of the same patient (sample ID (B)(6)) was 1.16mg/dl. Patient 2: on (B)(6) 2025, sample ID (B)(6) initial calcium result was 15.8mg/dl and repeat result was 9.4mg/dl. It was reported that during instrument troubleshooting, a tubing was required to be replaced. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head (rohs), resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head (rohs) were identified.

Manufacturer narrative:
A1 patient identifier: complete list of sample ids are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that alinity c processing module generated error codes and discrepant patient results that was questioned by the patient¿s physician. The customer provided the following data: the alinity c processing module generated alarm code 3062 residual liquid detected in cuvette. Patient 1: on (B)(6) 2025, sample ID (B)(6), initial creatinine result was 9.04mg/dl and repeat result on another sample of the same patient (sample ID (B)(6) was 1.16mg/dl. Patient 2: on (B)(6) 2025, sample ID (B)(6), initial calcium result was 15.8mg/dl and repeat result was 9.4mg/dl. It was reported that during instrument troubleshooting, a tubing was required to be replaced. There was no reported impact to patient management.